Event description:
An ophthalmic operations manager reported that during injection of an intraocular lens (iol), the surgeon noted that the resistance changed on the injector and there was a sudden ejection from the injector. The sudden injection caused rupturing of the zonules causing vitreous loss. Additional info was received that a capsule insertion ring was used during the procedure. The viscoelastic approved for use with the device was not used. Additional info has been requested.

Manufacturer narrative:
Product evaluation: the device was returned for analysis. No damage was observed. A lack of solution was observed. Results from the product history record review indicated the product met release criteria. Root cause: the root cause for the reported complaint could not be determined by the investigation. The device met specifications. The lens was not returned. It appeared that a lack of viscoelastic was used. Dfu instructs to fill the device until viscoelastic, at a minimum, can be seen flowing past the nozzle "fill-to" line (approx 0.2ml room temperature ovd). Info was provided that the approved viscoelastic was not used. The use of an unapproved viscoelastic may contribute to misfolding of the trailing haptic or other unpredictable outcomes, which may result in lens damage or improper delivery. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on the findings the residual risk remains unchanged and at an acceptable level. Additional info has been requested. (B)(4).